Event description:
It was reported that the integrity alert had alerted for a routine impedance suggesting that there was an insulation break of the right ventricular (rv) lead. It was also reported that the rv lead impedance had dropped significantly, had rising threshold and there were numerous episodes of non-sustained ventricular tachycardia. It was further reported that the left ventricular (lv) lead had been turned off due to diaphragmatic stimulation and high capture threshold. The rv and lv leads were removed and replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial 6942 lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the distal conductor was stretched, the outer insulation was pulled apart due to overstress, the outer insulation bilumen tubing had voids, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the full 4193 lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was cut, the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.